Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the system power manager (spm) part to resolve the issue. The system was tested and verified as ready for use. Isi has received the system power manager (spm); however, the reported failures and errors could not be reproduced. The errors were confirmed and verified via the error logs and system logs. The spm was tested on a system. It was programed and the system was started in normal mode with no errors and failure messages. All aces were verified with no errors and failures. Ten power cycles and all tests passed. The spm remained in the system in idle mode and in normal mode overnight. No failures were observed. The spm charge feature was tested and passed.

Event description:
It was reported that the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they had a "no battery backup" message on their screen. The customer stated this was the 3rd time it's been called in that week. The customer stated they had another da vinci system that they were going to use for the cases. The customer stated the battery leds had 1 flashing red led and if the patient side cart was unplugged it would lose power and would not kick over to the battery. The procedure was converted to another da vinci system with no report of patient injury.